Manufacturer narrative:
The returned device was evaluated. The tangs were missing from the cannula that allowed the molded handle to come off during use. This was not detected by the grinding operator after tanging or by the molding operator prior to molding. To address this issue, a visual aid has been approved and is attached to the auto tanging machine and molding machines where the cannulas are molded for operator awareness that they need to verify for the required tangs prior to cannula tanging and molding. Also, cannula tanging and molding operators were provided awareness training regarding this occurrence.

Manufacturer narrative:
The initial aware date of this issue was 6/6/17; however, additional information was received on 8/9/17 that resulted in a determination to submit this issue. The evaluation of this issue is in progress. A follow-up report will be submitted once the investigation is complete.

Event description:
Pre-op diagnosis: vertebral compression fracture. It was reported that intra-op, the jam shidi needle handle that was in the referenced kit, separated from its shaft when attempted to remove from the patient's bone. A drill was then attached to the shaft and it was easily removed. The procedure was completed using the second jam shidi that was also in the same kit. The product came in contact with the patient. No patient complications as the result of this event. No part of the needle was left in the patient.